Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-12219. It was reported that the patient experienced an infection and presented for an explant procedure. There was presence of endocarditis and there was vegetation noted on the right ventricular lead. The system was explanted. The patient was in stable condition.